Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, photographs were received for evaluation. The photographs were reviewed, and it was noted that there was a cut in the tubing that was caused by the blades of the machine tiromat. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a cut in the tubing. The issue was noticed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unspecified date, "on or about 1/30/2026". Should additional relevant information become available, a supplemental report will be submitted.